Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleges experiencing watery eyes, severe nasal congestion, postnasal drip, fatigue and headaches while using the device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An internal investigation was performed on the device. The device's error log was reviewed, and the manufacturer confirmed no errors were logged. The manufacturer confirmed the device had no evidence of foam degradation and the unit passed the final testing. This issue is addressed in (B)(4).